Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a 30k fsi-sli-1000 insert,pkd that was being used by the customer allegedly burned the hygienist. They had grabbed the device and the tip was still hot and burnt their hand and finger. The stack was very warped and the water level was turned to a low setting. The hygienist did not need any medical attention.

Manufacturer narrative:
Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038.